Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with an amikacin injection (250mg, intraperitoneal, stopped on an unknown date), fortum injection (1gm, intraperitoneal, stopped on an unknown date) and heparin injection (intraperitoneal, stopped on an unknown date) for the event. At the time of this report, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.